Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The initial reporter's address is (B)(6). A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination was performed and found one section of the inner sheath and the yellow jacket detached. The outer clear sheath was kinked and accordioned. The guidewire access sleeve (gas) ramp was lifted. The inner sheath was misaligned with the outer sheath. No other problems with the delivery system were noted. Product analysis confirmed the reported event of device damaged/defective. The inner sheath was detached, the outer sheath was kinked and accordioned. The observed failures were most likely due to procedural factors encountered during the procedure. It may be that lesion characteristics, handling of the device, the technique used by the user, and/or normal procedural difficulties encountered during the procedure limited the performance of the device. Therefore, contributing to inner sheath detached. A review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary uncovered stent was used during a procedure performed on an unknown date. During the procedure, the wallflex biliary stent was noted to be defective. Note: no further information has been obtained despite good faith efforts. This event has been deemed an MDR reportable event based on the investigation results which revealed that the inner sheath of the wallflex biliary stent was detached.